Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the mechanical inspection the returned stylet could be removed only with resistance. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead which were most likely introduced into the lumen of the lead during the surgery. Furthermore the lead body was found damaged approx. 37 cm distal to the is-1 connector pin. Deformations of the rv shock coil were observed. These damages occurred most likely during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, coagulated blood was found along the inner coil of the lead, which was introduced most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 26 months after the implantation, an r-wave drop from 10mv to 2.5mv was observed. Later the r-wave was rising again so at the time of replacement the measurement was 9mv. It was reported the suspected root cause for this occurrence was the patient's pvc's. No adverse patient side effects were reported. The lead was returned for analysis.